Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression. The device is part of the advisory for this model.

Event description:
It was reported that high threshold was observed on the lead. The lead was replaced and returned. No patient complications have been reported as a result of this event.